Event description:
The service report showa the customer reported that the 840 ventilator stopped cycling while in use on the pt. The pt was not harmed or injured as a result of the event. The nellcor puritan bennet customer support engineer (cse) verified the malfunction in the device's memory log, but could not reproduce the reported event. The cse inspected the decice and added an an emi upgrade as a precautionary action. The unit passed extended self testing. No parts were replaced.